Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and vomiting. The cause of peritonitis was not reported. It was reported that the patient was hospitalized and was treated with vancomycin injection (1gm, intraperitoneal, frequency and duration were not reported) and amikacin injection (500mg, start dose followed by 100mg in one bag, per day, intraperitoneal, frequency and duration were not reported) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.